Event description:
Customer reported that the sensors did not penetrate her skin. She reported that the readings were inaccurate and that the sensors had bent cannulas upon removal. The blood glucose reading was 170 mg/dl. She also reported that she had a hypoglycemic event and stated that the insulin pump had given her a reading between 80 and 100 mg/dl. Nothing further was reported.

Manufacturer narrative:
Evaluated one opened/used enlite-sensor. Performed visual inspection and found cannula bent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.